Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console ((B)(4)) was performed by zoll's service technician. The customer's primary complaint that the returned console did not cool properly was not confirmed. A review of the console's patient event logs revealed multiple error messages related to an improper shutdown of the console and not to a cooling issue. The console passed functional testing with no faults found. Additionally, a yearly preventative maintenance was performed. The console passed all testing criteria and met all specifications during investigation. The thermogard console is a reusable device and was manufactured in 2015.

Event description:
It was reported that the thermogard xp ivtm system ((B)(4)) did not cool as expected. The patient's body temperature prior to the start of therapy was 35.96 degrees celsius and the console was set to max mode. The patient's temperature went as low as 35.71 degrees celsius for 15 minutes. No low temperature alarm was noted. Neither the catheter nor start-up kit were replaced. According to the reporter, the patient was able to complete their temperature management therapy; however, with another unspecified device. The console was later transported to the customer's biomedical department. The patient's current status is unknown. There was no known patient consequence reported.